Manufacturer narrative:
(B)(4). The hospital reported that one of the complaint cannulas will be returned to fisher & paykel healthcare ((B)(4)) for evaluation. We will provide a follow-up report upon receipt of the cannula and completion of our investigation.

Manufacturer narrative:
(B)(4). Device description: the opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt544 interface is shipped to the customer fully assembled. Narrative: although it was initially reported that one of the two interfaces would be returned to fisher & paykel healthcare for evaluation, the complainant has since advised that both devices have been discarded. Without the return of the device we are unable to determine the cause of the reported separations, however it is possible that the adaptor came apart due to the application of excessive force.

Event description:
A hospital in (B)(6) reported that two opt544 nasal cannulas "came apart at the adaptor" where the interface connects to a circuit. No patient consequences were reported.

Event description:
A hospital in (B)(6) reported that two opt544 nasal cannulas "came apart at the adaptor" where the interface connects to a circuit. No patient consequences were reported.